Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: investigation revealed a crack in the battery compartment. A review of the pump black box and alarm history showed a cs 078 call service alarm; the black box also showed the pump time and date reset to default settings following a pump reboot. During testing, the pump was powered on and a cs 078 call service alarm was emitted during the rewind step. Further testing was not able to be performed due to the cs 078 call service alarm and motor failure. The pump was opened and moisture corrosion was observed near the motor flex connector. Unrelated to these issues, evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed moisture corrosion near the motor flex connector causing a motor failure. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/09/2016.